Manufacturer narrative:
(B)(4); no conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, a longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that premature battery depletion was observed on the device. Device went into elective replacement indicator (eri) on (B)(6) 2017. Device was at 58% and the longevity was at (B)(6). No inappropriate shocks therapy or atp was delivered prior to device eri. Patient was hospitalized on (B)(6)2017 when device replacement was to be scheduled. Device was explanted and a new device was implanted. Patient was stable post procedure.